Event description:
It was reported that the impedance on the ventricular lead had a significant increase and is now high. The threshold on the lead has also increased. The device was reprogrammed and lead revision has been discussed. The lead currently remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.